Event description:
It was reported that during use of right ventricular (rv) lead, lead integrity alert (lia) triggered for high and sudden increase in impedance. The patient experienced inappropriate therapy/shock due to rv lead oversensing of noise. Noise provoked via isometric troubleshooting. It was reported suspected rv lead fracture, and an implantable cardioverter defibrillator (ICD) connection issue due to a header and/or set screw issue. The rv lead was planned for explant, and the ICD remains in use. Approximately, two weeks later a device check was performed the operator could see the end of the rv lead pin through the can. A pull check on the rv lead to demonstrate that the lead was fixed in the header. High voltage impedance was steady. The rv lead was capped and buried, and remains in the patient, and new lead was inserted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analyst commented, 5397 ventricular sic in the last 5 days. Right ventricular pace impedance steady at approximately 432 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.